Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed backup operation, patient also complained about receiving multiple shocks on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. The reported event of inappropriate therapy was confirmed upon reviewing the device data. However, inappropriate therapies were caused by external (non-device related) factors. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Additional information: d6b.